Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-op interrogation after implant of the left ventricular lead. Interrogation revealed that the left ventricular lead had a high capture threshold, which was believed to be due to a dislodgement, likely because the patient had difficult venous anatomy. The lead was explanted and replaced, and there were no patient consequences.